Manufacturer narrative:
H3 other text : device has not been returned to the manufacturer.

Event description:
The manufacturer became aware of allegations, that a dreamstation bipap autosv was returned to a third-party service center. The technician confirmed technical findings like corrosion in device and connector oxide in the device. There was no report of patient harm or injury. The device was scrapped. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Manufacturer narrative:
The manufacturer received information in relation to a dreamstation bipap autosv unit. The device was returned to a third party service center. During visual inspection of the device, it was determined the power connector of the unit was corroded. Device was scrapped at customer's request. Analysis of past events has not indicated an adverse event has occurred due to corrosion. Review of the risk file indicates the potential for a serious adverse event occurring as a result of this incident is unlikely. Additionally, the risk file indicates that corrosion will not substantially affect the performance of the device. This complaint is considered not reportable.